Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer states that the insulin pump started vibrating two hours after he showered, and it stated it was shutting down. The blood glucose reading was 74 mg/dl. The issue got resolved with a complete set change. Advised to return the reservoir for analysis, but the customer refused. Nothing further reported.